Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty in 1991. Subsequently, patient's legal counsel further reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure date, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty in 1991. Patient's legal counsel further reports patient allegations of pain, bone/tissue damage, loss of range of motion, nerve damage, foot drop and elevated metal ion levels. Subsequently, patient was revised on (B)(6), 2004. Review of invoice history confirmed the acetabular cup was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.